Event description:
The event is reported as: complaint alleges: the therapist discovered holes and melted corrugated where heated wires has laid against corrugated tubing (both inspiratory and expiratory near pt wye) causing ventilator to alarm on the neptune heater. The therapist identified either a loose connection or split tubing on the circuit. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.